Event description:
It was reported that there were episodes of non-sustained oversensing due to post-paced t-wave oversensing on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.